Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date in the same month, the patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. On an unreported date, the patient was discharged from the hospital. The patient recovered from the peritonitis. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2013, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot number h13h30047 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.